Event description:
Reporter stated that she was implanted with a st. Jude pacemaker on (B)(6) 2012. Lately the battery of the pacemaker generator started to deplete at a high rate so it was changed on (B)(6) 2022. Reporter feels that this pacemaker model has a problem and should be recalled.